Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that customer was in intensive care unit due to high blood glucose on (B)(6) 2018 with blood glucose of 998 mg/dl. The customer was treated with insulin in the hospital. The customer was wearing old insulin pump during hospitalization. Customer declined troubleshooting. Customer was experienced symptoms of high blood glucose level such as nausea, thirsty. The insulin pump will not be returned for analysis.